Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported by the patient that she underwent a gynecological procedure in 2012 and mesh was implanted. The patient has experienced recurrent mesh erosion. The patient has had yearly operations because it carved its way through her vagina. The mesh has on several occasions carved its way through the patient's vaginal wall and now she has to have it removed because it is causing even more damage. She has had four repairs and another is due after fitting. Additional information has been requested.